Event description:
A customer reported multiple intermittent occlusion alarms, which had occurred over the last 3-4 months. These occlusions sometimes caused the customer's blood glucose levels to read as "high," indicating an adverse impact. However, they managed this condition by administering a corrective bolus via the pump and did not require third-party assistance. Customer would resume the insulin to resolve the occlusions. Upon contacting technical support, the team could not verify a specific alarm number but provided instructions for reducing future occlusions.